Event description:
It was reported that during a bph procedure the first side-firing fiber was reported be exhibiting diminished vaporization at 6,146 joules and 1:24 minutes of use. The fiber was not cleaned during the procedure. The procedure was continued with a second fiber and it exhibited diminished vaporization at 19,885 joules and 4:18 minutes of use. The fiber was not cleaned during the procedure. An alternative procedure (turp) was used to complete the procedure. Patient status: ¿no injury for the patient nor to user¿.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits signs of melting which formed a hole from the surface to the bevel edge; the glass cap exhibits moderate devitrification at the output area; the heat shrink tubing exhibits minor scratch marks. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.